Manufacturer narrative:
During inspection and testing, foreign material was found clogging the nozzle due to insufficient cleaning. The reported issues (angulation and air/water flow issues) were confirmed during testing. Angulation in the up direction was insufficient and there was play in the angulation knob due to elongation of the angle wires and the water supply volume and water removal ability was out of specification due to clogging of the nozzle. In addition, the air supply was insufficient due to clogging of the nozzle, the adhesive on the bending section cover was cloudy, the adhesive on the objective lens was cloudy due to handling, the bending section cover was scratched, the connecting tube was wrinkled because the resin became cracked due to chemical stress applied during the cleaning, disinfection, and sterilization process, the insertion section protector was scratched, and the connecting tube was cut. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly.

Event description:
The customer reported there were problems with the angulation and air/water flow from the subject device. The subject device was sent to an olympus service center for evaluation. During inspection and testing, foreign material was found clogging the nozzle. This report is being submitted for the malfunction found during evaluation (foreign material). There was no harm or user injury reported due to the event.

Manufacturer narrative:
This report is being supplemented to provide additional information that was received from the user facility regarding the reported issue.

Event description:
Additional details regarding the complaint clarified that the customer reported a faulty water supply during reprocessing of the device.